Manufacturer narrative:
The device was not returned to zoll medical corporation, instead this issue was resolved onsite by the customer. The customer added glue to reattach the knob to the main shaft. The device then functioned clinically. The device will not be returning to zoll. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient, the device's main knob fell off and they were unable to power up the device. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.